Manufacturer narrative:
The device and the microcatheter were returned for evaluation. Approximately 1.5 cm of the distal braid was found to be deployed out side from the catheter tip. The remaining braid along with the pushwire was found within the catheter. For further examination, the device was then pushed out from the catheter lumen with no issue. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing was intact with no signs of elongation. The distal and proximal ends of the device braid were found fully opened with moderately fraying. No kinks or bends were found on the pushwire. No defects were found with the catheter, tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the analysis finding, the report of failure to open at the distal flex could not be confirmed. The cause for the reported e xperience could not be determined, as the received device was found fully opened with moderately fraying at the distal and proximal ends. It is possible that the ¿moderate vessel tortuosity¿ and ¿damaged braid¿ may have contributed to the reported issue. The reported that ¿the device was placed on a bend. The device was deployed more than 50% and was re-sheathed more than 2 times.¿ it is not recommended to initiate deployment of the device on a curve. Additionally, the damage to the braid on both ends of the device is possibly the result of the user re-sheathing the device more than the recommended two times. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the embolization device and pushing delivery wire simultaneously. After the distal end of the embolization device has successfully expanded, deploy the remainder of embolization device by pushing the delivery wire and/or unsheathing the embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the embolization device. Re-sheathing the embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic received report that during a left cavernous internal carotid artery (ica), the flow diverter was defective as the distal section failed to open. Several combinations of pushing and unsheathing were made to attempt to open the device. On the last attempt, more device was deployed to try and open the distal end of braid from the ptfe sleeves, however, the distal end of braid appeared damaged under fluoroscopy. The braid appeared to have a "trumpet" effect. The braid was reported to have failed to open at the distal and middle sections. The entire device was resheathed into the microcatheter and removed from the patient. The removed device was slightly deployed on back table to determine deployment issues. At this time, it was determined the braid was damaged. No patient injury occurred. The device was placed on a bend. The device was deployed more than 50% and was resheathed more than 2 times. No other additional steps were used to try to open the braid. A new device was used to treat the patient. Decrease flow was noted on the angiography. The aneurysm was not ruptured, saccular with a max diameter of 18mm and a neck of 5mm. The landing zone was 4.7 distally and 4.9 proximal. The anatomy was moderate in tortuosity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.